Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of damaged drive feature of the implant was confirmed. Visual inspection of the as returned product identified dried blood and bone around the external threads. The internal hex feature was damaged (stripped). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown. 510(k) numbers are k011028 and k013227.

Event description:
Doctor indicated that the tsvwb10 implant hex is stripped causing the loss of the crown. The implant was removed. Tooth site # 19.